Manufacturer narrative:
The product was returned for analysis, and inspected under illuminated magnification. No damage was observed and the lens met all manufacturing specifications. Our investigation reasonably suggests this event was not manufacturing related.

Event description:
The physician reported the patient's posterior capsular bag broke during implant of the intraocular lens. The lens was removed without complication and a vitrectomy performed. An anterior chamber lens was implanted. The doctor stated the iol was not the cause of this event.